Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The leak was reportedly caused by a pinhole in the supply line. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The home patient (hp) stated that there was a very small pin hole in the supply line going to the bag resulting in the leak. The hp closed all the clamps, turned the device off and disconnected. Renal therapy services assisted the hp in ending therapy and removing the cassette. The hp would use manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.